Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet with a dexcom g7 sensor, which had been accidentally removed during a supply change and then replaced, entering warmup; the event included a confirmed low glucose of 60 mg/dl and the ilet alerted to the low. Symptoms included numbness, a pit in the stomach, and sweating. Outcomes included successful correction with oral carbohydrates, specifically approximately 4 oz of orange juice and peanut butter, with glucose returning to range, and no need for outside assistance or medical intervention. Investigation included review of the reported sequence and user feedback indicating proper meal announcement and no exercise. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.